Event description:
A customer contacted beckman coulter regarding an erroneously high troponin (accu tnl) result from one pt sample, that was generated by the access2 immunoassay system instrument. The elevated accu tnl result was 1.0 ng/ml (above the ami cut-off). The result was not reported out of lab the customer repeated the pt sample for accu tnl. The repeated accu tnl result was 0.15 ng/ml. The repeated sample result was reported out of the lab.